Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in march 2010 and performed to specification, alongside random manual power ons, up to the 29th march 2015. A further pad-pak was installed during this time. Multiple manual power ups of ten minutes duration were observed in the device memory between 29th-30th march 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. The device was malfunctioned as the device switching on automatically.